Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the event, as product has not been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported customer passed away. Spoke with doctor, and he stated that the death may have been pump related. The customer was found dead in her bed. The coroner told the doctor that she could have passed away due to hypoglycemia.